Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified the returned device was pre-fired with the interlock engaged. Functional testing found the reload interlock to function properly. It was reported that the device did not fire. A device-related casual link was confirmed. The most likely root was determined to be the device was not used as intended. This can occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colon resection, the first firing of the device was fine but the reload was insufficient as it was unable to completely transect the sigmoid colon due to tissue size. Another load was used, closed on the tissue and the surgeon pushed the green button but cartridge would not fire. Another cartridge and handle were opened and used without incident. No patient injury.